Event description:
It was reported that a patient with an implanted defibrillator (ICD) said "I'm not feeling well ... I just don't feel like myself ... Tired". It was later reported by the patient, "feeling tingling in my chest." Patient was "worried" due to shock that was delivered approximately two months previously. The device and lead remain in use. No patient complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A correction has been made on the device (B)(4). The recall code has been removed as there is no remedial action code for these products.